Event description:
It was reported that during follow up, two episodes of oversensing due to myopotentials were observed. The low frequency filter was turned off. The patient's condition was good.

Manufacturer narrative:
(B)(4).